Event description:
Customer reported a hospitalization due to high blood glucose. Customer underbolused for a meal. The paramedics were called and transported customer to hospital. The blood glucose reading at the time of the event was 400 mg/dl. Customer was at school, the teacher called the paramedics because of sweating and shaking. Customer was treated with insulin drip and released when the blood glucose reading dropped to 368 mg/dl. During troubleshooting, time and date are incorrect. Assisted customer with correcting time and date. All other programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.